Event description:
Information received from article journal of neurosurgery jun 2012 / vol. 116 / no. 6 / pages 1258-1266 "panacea or problem: flow diverters in the treatment of symptomatic large or giant fusiform vertebrobasilar aneurysms." A retrospective review was performed on the prospective endovascular database at millard fillmore gates circle hospital and it was determined that 25 patients had been treated to date with the pipeline embolization device, either as a part of the pipeline for uncoilable or failed aneurysms study or subsequent to FDA approval of this device. All of the patients were routinely placed on aspirin and clopidogrel prior to the pipeline placement. Response testing to both medications was also performed. Among the 25 patients treated with pipeline, 6 patients had fusiform vertebrobasilar aneurysms. Out of these 6 patients, 5 of them had complications. Treatment of a giant fusiform holobasilar aneurysm measuring 9.5mm x 61.5mm located in the entire basilar artery. The patient presented with dizziness, right facial droop, slurred speech, right gaze difficulty, diplopia, ambulating difficulty, and sweating. The patient was diagnosed with a right pontine and thalamic stroke. Intravenous thrombolytic agents were administered and the patient recovered, except for some residual dysarthria. Angiography revealed a large aneurysm of the entire basilar artery. The mrs (modified rankin score) = 3 (moderate disability. Requires some help, but able to walk unassisted). The patient underwent pipeline embolization treatment involving 9 pipelines (5.00mm x 12mm, qty. 1; 5.00mm x 20mm, qty. 2; 5.00mm x 16mm, qty. 2; 4.75mm x 14mm, qty. 2; 4.75mm x 16mm, qty. 2) and developed amaurosis fugax (loss of vision in one eye due to temporary lack of blood flow) post procedure. The amaurosis fugax was thought to be related to the intravenous contrast material but may have been caused by an evolving occipital stroke. The patient was then placed on eptifibatide (integrilin) infusion overnight. On the next day, an MRI (magnetic resonance imaging) showed cerebellar infarcts and ischemia in the medial left and right occipital lobes, but more on the right side. These strokes can be attributed either to emboli from the aneurysm, device construct, or simply from emboli that were caused by catheter or wire manipulation within a diseased vessel. The patient developed right side hemiplegia, dysconjugate gaze, became non-verbal and dependent on ventilation for 2 weeks. The patient was extubated successfully but needed a percutaneous gastrostomy for feedings. While still in the hospital and four weeks after the procedure, the patient's vision became intact, he was able to follow commands with his left side, and was nodding. The patient was still non-verbal. An mr angiogram showed patent posterior cerebral arteries with artifact at the construct site. The mrs = 5 (severe disability, requires constant nursing care and attention, bedridden, incontinent).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77500-20; lot#: not reported dom: n/a exp: n/a (qty. 2). Model#: fa-77500-16; lot#: not reported dom: n/a exp: n/a (qty. 2). Model#: fa-77475-14; lot#: not reported dom: n/a exp: n/a (qty. 2). Model#: fa-77475-16; lot#: not reported dom: n/a exp: n/a (qty. 2). (B)(4).